Event description:
Complainant alleged that the device would not power on. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product, and this complaint is still under investigation.